Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and complex regulatory pain syndrome type I. It was reported that adaptive stimulation stopped working for the patient. The patient would change positions, but the amplitude would not change. The patient had a hand surgery that is not related to the implanted device and that the hand surgery caused inflammation. Prior to the adaptive stimulation issue, the pain was under control; however, pain is not under control at the time of the report. Troubleshooting was done and the patient figured out that they had to press the sync key to have it update the amplitude. The adaptive stimulation issue was resolved at the time of this report. Additional information was received from the consumer. It was reported that he was going to meet with a manufacturer representative (rep) for reprogramming but requested to have another patient programmer (pp) sent in the meantime. The patient stated that it was painful when the stimulation was increased and it was ¿ramping up¿ (increasing) on its own. It was then reviewed that the stim was probably increasing because the patient was changing positions or not staying in a certain position for three minutes that would result in the settings to revert. In conclusion, through training, the patient was able to adjust the settings on his lying right/left side stim and the mobile stim. In conclusion, the patient was satisfied with the setting changes/adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.